Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. The customer stated that the insulin pump's temp basal was not programmed prior to the alarm occurring. Blood glucose level at the time of the incident was 93 mg/dl. The customer was advised that the insulin pump was functioning normally. The device was not replaced or returned for analysis.